Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred during bolus. The customers blood glucose (bg) level was impacted ranging from (225- over 400 mg/dl) the customer took boluses via the pump to stabilize bg level. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed. It was indicated that the customer would continue to use the pump until the replacement arrives and has novolog and lantus manual injections available.